Event description:
It was reported that the lead exhibited a high out of range pacing lead impedance. The lead exhibited normal and stable capture and sensing. Lead testing did not reproduce any out of range measurements or noise. The patient would be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.